Manufacturer narrative:
The reported events indicated infection. As received, only the connector portion was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies with the exception of procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient has deceased. It was noted that the patient had a uti and sepsis. Further information was requested however, was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.